Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with the flashing medtronic logo during boot up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to the flashing medtronic logo. Unable to download history files or traces due to the flashing medtronic logo. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage and missing serial number label. Cosmetic damage was confirmed during analysis with cracked battery tube threads, scratched case, cracked keypad overlay, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage and missing serial number label. Unable to confirm unknown alarm due to flashing medtronic logo. The flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly, motor and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump that went out, just kept flashing the medtronic sign, and showed the pump error. The customer reported no adverse event. The event involved product(s) acc-822bk, acc-1601, and mmt-1884l. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the pump clip, and the customer reported damage to the belt clip. Troubleshooting was performed for the pump error alarms, and the customer was not able to clear the alarm. Troubleshooting was performed for flashing the medtronic logo and replacing the serialized device. Troubleshooting was partially performed for the cosmetic damage. No harm requiring medical intervention was reported. No product return is required for acc-822bk. No product return is required for acc-1601. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.